Event description:
The patient reported an infection. The patient went to the emergency room; who referred the patient to the primary care physician. The patient was given antibiotics. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
.